Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that on (B)(6) 2015 the implantable neurostimulator (ins) took a bad turn. The device was not working. They charged their implant half full and it shut off. They turned it back on and the whole charge was gone and they started charging it again for 3 hours but it was not charging. The patient was not feeling stimulation. They tried recharging and got the normal recharging screen on their recharger. The ins battery level was empty and all the coupling bars were shaded in. The recharger was fully charged. On (B)(6) 2015 was the first time their ins was off. The patient was indicated for stenosis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.